Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. Analysis found a cracked telemetry substrate. Telemetry returned to normal after repair. No signs of trauma were observed. The cause was undetermined.